Manufacturer narrative:
Upon follow up, it was reported that antibiotic treatment was discontinued and the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with ceftazidime and vancomycin injections (1g, ongoing, routes and frequencies not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.